Event description:
A coronary stent was successfully deployed at the target lesion site in the pt's left main coronary artery and was subsequently post-dilated. Intravascular ultrasound confirmed optimal stent expansion and vessel patency. During withdrawal of the guidewire, the stent dislodged from the target lesion site and embolized to an unknown location. No further actions were taken. There were no clinical sequelae reported relative to the event.